Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices via a 6f sheath after an interventional procedure. Reportedly, there was difficulty inserting the proglide devices into the patient anatomy due to tortuosity and there was no blood flow coming from the marker lumen of the devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.